Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise, during revision the lead was noted to be fractured. The lead was capped and replaced successfully on (B)(6) 2017.

Manufacturer narrative:
Event desctiption should have included: there were no reported adverse effects following the procedure.

Event description:
There were no reported adverse effects following the procedure.